Event description:
It was reported that a no external power event was recorded in log files on (B)(6) 2023 at 1:40:03 while connected to mobile power unit (mpu). This was likely caused by power to the mpu being briefly interrupted. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event.

Manufacturer narrative:
A4- patient weight requested, information not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted event log file, containing approximately 13 days of information (17jun2023 to 30jun2023 per timestamp). Beginning at timestamp 1:40:03 on 27jun2023, the rsoc values of both cables began to decrease steadily. These fluctuations first resulted in the activation of low power hazard and power cable disconnect alarms. As the rsoc values approached ~0 volts, a no external power alarm was activated. The atypical alarms cleared shortly later at 1:40:09, when the rsoc and voltages returned to typical values for the mpu. This sequence of events is consistent with a loss of ac power to the mobile power unit. While external power was lost, the backup battery provided power to the system as intended and the pump maintained a speed above the low speed limit. The mpu (serial number: (B)(6)) was not returned for analysis. The root cause of the no external power alarm was determined to be a loss of ac power to the mpu; however, the reason for the power loss could not be determined through this investigation. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.